Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered pericarditis requiring prolonged hospitalization. The physician stated that ¿the patient got pericarditis and he is unsure why. The physician had changed something in his protocol. He lowered his surpoint values to 450 -500 on the anterior wall. Furthermore, they have been trying this respiratory protocol with anesthesia. The physician was concerned about it." The physician jokingly asked if "maybe the smartablate generator was outputting more wattage" and questioning the power output of the smartablate generator. Therefore, a smartablate generator evaluation and loaner are being requested. There was no evidence of any pericarditis present before the procedure. Max wattage used: 40 watts everywhere, except the posterior wall which was done with 30 watts for 15 seconds. This adverse event was discovered post use of biosense webster inc products. The physician¿s opinion on the cause of this adverse event was reported as unknown but he asked if maybe the smartablate generator could be outputting more wattage than what is being displayed. The patient was admitted required extended hospitalization because of the adverse event. Patient was reported to be hemodynamically stable. No error code displayed on the smartablate generator. The customer¿s suspected voltage output too high issue with the smartablate generator is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).